Event description:
It was reported the lumify ultrasound system was not available during a critical procedure. The ultrasound system displayed a green screen during a extracorporeal membrane oxygenation (ECMO) procedure during resuscitation. The procedure was aborted. Additional information is being obtained to determine patient outcome.

Manufacturer narrative:
An investigation was performed; however, there was insufficient information to determine cause of the reported issue. Essential information such as the physical device, logs, or steps to reproduce the issue were not provided.